Event description:
It was reported that an itb (intrathecal baclofen) pt was implanted on (B)(6) 2010. The pt was readmitted to the hospital on (B)(6) 2010 with nausea and vomiting, appeared ill, with nonspecific complaints and a slightly red abdominal incision. The pt's symptoms of general malaise, abdominal pain without peritoneal signs, and without fever or meningeal signs made csf (cerebrospinal fluid) endotoxin syndrome unlikely. They had started antibiotics (because of the incisional redness), and planned a low threshold for lp (lumbar puncture) if the clinical picture evolved and/or warranted it. As of (B)(6) 2010, the pt was discharged back to their nursing home with no signs of infection. It was also noted that the pt was implanted with a kit involved in a recall.

Manufacturer narrative:
(B)(4).